Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that a new ilet pump had no display and would not power on during virtual training despite a charging indicator being present, and a replacement was shipped after troubleshooting and education were completed. Symptoms included no alerts or alarms and no reported blood glucose effects. Outcomes included no injury and no medical intervention. Investigation included customer service troubleshooting and device replacement logistics. Investigation of the returned device revealed a responsive sleep/wake function and ability to power on, not consistent with a device hardware malfunction affecting the user interface/display or power subsystem.